Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was alerting a false positive lead integrity alert (lia) while on a trip to greece. The patient went to the emergency room, the device was interrogated and it was discovered there was no lead integrity issue. Instead, the device came in contact with electromagnetic interference causing an alert. As well, it was noted the patient's right ventricular (rv) lead had multiple high rate non sustained episodes and over thirty short v-v intervals. Upon further examination, it was concluded there was no short v-v intervals recorded and the high rate non sustained episodes were consistent with electromagnetic interference. The alert was shut off and no intervention completed. Upon the patient's return home, the device alerted again for unscheduled wireless transmission and atrial fibrillation (af) burden. Both the device and lead remain in use. No patient complications have been reported as a result of this event.